Manufacturer narrative:
Reported event:  an event regarding revision involving unknown implant bipolar head was reported. The event was not confirmed.   Device evaluation and results: not performed as product was not returned/ remains implanted.  Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion:  the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "failed total hip arthroplasty - right." A v40 28-4 mm bipolar head were removed and replaced with a 40mm biolox delta universal taper femoral head and 0 mm adapter sleeve. Rep confirmed that no further information will be released by the hospital or surgeon.